Event description:
The customer reported the system intermittently failed to boot and the dose meter scrolled by itself. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dose meter was calibrated. Repairs if any, on the intermittent power up were not disclosed. The system was found to be operating as intended.